Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 468 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for button error alarm was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.